Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets adhesive event on (B)(6) 2025. The patient reported infusion set fell off during use. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information is available.